Event description:
On (B)(6) 2012, the patient emailed animas alleging that the down arrow and ok keypad buttons are intermittently responsive and also cause scrolling. The patient stated that the keypad button issues have resulted in some 0 unit boluses and some cancelled boluses, and that she has experienced elevated blood glucose (bg). There were no reported bg values and no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2010. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. The keypad cover was removed for investigation and revealed contamination under the key contacts.